Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after successful entry of the introducer needle, the guide wire was introduced. During removal of the core, the distal end of the guide wire got stuck. Another attempt was made and the needle was removed successfully. The guidewire was almost removed totally when the "core" was removed. The introducer sheath could not pass over the guide wire. Eventually, the distal end of the guide wire was cut off with sterile scissors before introduction of the introducer sheath to complete the procedure. It was difficult to cut off the distal end of the guidewire leading to increased work time. It was reported this occurred with two devices. This report addresses the second device.